Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and stent dislodgement were able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of the mildly calcified primitive iliac artery, pre-dilatation was performed using a 6mm balloon. A 7.0x59x80 otw omnilink elite stent delivery system (sds) was advanced to the target site without resistance. The stent balloon was pressurized but could not inflate beyond 5 atmospheres and leakage from the balloon was observed. The sds was withdrawn without resistance; however, the stent dislodged from the balloon in the common femoral artery. A balloon was used to appose the stent to the artery wall. Coronary artery bypass surgery was performed to treat the target lesion. Patient condition is reported as good. No additional information was provided.